Manufacturer narrative:
D4 and g5 are unknown; no further information provided to date. Supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that both pumps have alarmed in the past week indicating that the cassette needed to be changed early, that the patient had to waste medication in 2 cassettes but was able to continue infusion after changing to a new cassette. The patient and spouse believe the problem was with malfunctioning cassettes and not the pumps. The reported product fault occurred while in use with the patient. The outcome of the event is resolved. No patient injury reported.

Manufacturer narrative:
No serial number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.